Event description:
It was reported that the leads were reversed in the connector header of the pulse generator. The ventricular egm showed atrial fibrillation and the atrial egm showed a ventricular morphology with a rate of 89 bpm per the hospital monitor and an irregular beat in the 90's per the strip. The patient will be cardioverted and the leads will be changed to their correct connector ports.